Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pocket pain at the implantable pulse generator (ipg) site. Therefore, the patient underwent a revision procedure during which the ipg was explanted and replaced. The explanted ipg will not be returned as it was discarded by the medical facility. The patient was recovering as expected postoperatively.